Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was not communicating, and the remote smart services (rss) showed it as offline. A field service engineer (fse) initially contacted the customer, but no technicians were available to check the issue. The customer began troubleshooting the station¿s network connection. Although the station came online, patients were not crossing over, and the customer encountered repeated login error messages. A technical support specialist resolved the issue by resyncing the station and removing critical overwrite on the server. The system functioned as intended after the technical support specialist repaired the device.